Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that in the ICU, in a (B)(6) patient who went through a cardiac surgery, 1000ml of heparinized saline was set through the pressure monitoring set (which is programmed to 30cc/hour) at 2pm. At 9pm, the heparin solution measurement was 900ml, three times more than the expected 300ml. The transducer was first used in the operation room to measure pressure and central venous pressure, during the surgery the pressure measurements were variable, from 70 to 45mmhg. After surgery, the same transducer was used, not for drug administration but to measure pressures and to keep the arterial line patient. The patient was discharged with stable parameters. The cardiology nurse indicated that during the hours when the issue with the transducer appeared, the patient had some blood loss but they managed to stabilize the pressure and the IV fluids. There was no allegation of patient injury.